Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medapp was launched and no issue to login to the station. A technical support specialist monitored the station for 24 hours to ensure the same issue did not reoccur. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a station application keeps crashing. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.